Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Analysis was unable to verify the battery out limit due to no button response. Analysis also received the insulin pump with a cracked case at the display window corner, a cracked reservoir tube lip, a scratched lcd window, cracked battery tube threads, and a cracked belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 280 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.